Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer¿s blood glucose level was 456 mg/dl. Reportedly, the customer reverted to an alternate method insulin therapy.